Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0051124. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd precisionglide¿ needle , the device experienced a broken needle .this event occurred 7 times. The following information was provided by the initial reporter. The customer stated: it was reported that caller reported needle has broken after removing air bubbles from cartridge caller reported needle has broken after removing air bubbles from cartridge. Number of occurrences - 7. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no.